Manufacturer narrative:
H.6. Investigation summary: two photos were provided to our quality team for investigation. One photo shows an unknown clear piece of particulate in a clear bag on a table. The next photo shows the particulate magnified 100x. Additionally, fourier transform infrared spectroscopy (ftir) analysis results were included that the unknown particulate is possible match with polypropylene. Based upon the photos received, it cannot be confirmed that the reported condition originated at the manufacturing facility. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided batch number that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that a poly propylene particle was found in the bd luer-lok¿ syringe. The following information was provided by the initial reporter: "we received a complaint where the customer detected a particle. We do not know from what component it came but after analysis it turned out to be a poly propylene particle."

Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a poly propylene particle was found in the bd luer-lok¿ syringe. The following information was provided by the initial reporter: "we received a complaint where the customer detected a particle. We do not know from what component it came but after analysis it turned out to be a poly propylene particle".